Event description:
I had a hip resurface done in 2004, then a total hip replacement using a biomet magnum hip in 2007. Now due to severe pain and popping noises in my hip, have gone to the emergency room at (B)(6) on (B)(6) 2010. I went for surgery to replace the ball and cup on (B)(6) at (B)(6). The ball nor cup would come off due to twisting or wrapping around the stem. Dr (B)(6) said he was able to move the cup close to the original position to relieve the pain. I was then referred to (B)(6) medical center, where I am to undergo surgery tomorrow, (B)(6), either to get the cup and ball taken off and replaced, or to splice into my femur bone to get it out. Either way this has been a very painful experience and if biomet magnum metal on metal hip is causing it, it needs to be recalled so, others do not have to go through the pain and loss of wages due to this.